Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Analysis of log files indicated fibers 1-3 did not meet specifications for cavity distance and no contact force was displayed. The results of the investigation concluded that the device did not meet specifications during a shaft leak and irrigation leak test, consistent with fluid ingress and a loss of force data during the procedure. Further investigation revealed the irrigation leak was caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.